Event description:
Boston scientific crm received information that this recently implanted right ventricular lead exhibited non-capture. An invasive procedure was performed and this lead was successfully repositioned. During the procedure, the slack in the implantable atrial lead was adjusted. Both leads remain implanted. No adverse pt effects were reported.